Event description:
Customer reported that he was hospitalized due to high blood glucose and dka. Customer stated that the blood glucose reading was 600 mg/dl at the time of hospitalization. Customer stated that when he changed his infusion set the cannula did not go all the way in. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.